Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: nov 27, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received. Visual inspection under magnification revealed that the lens was received cut in half and damaged. The haptic of the lens was also damaged with a portion of the haptic missing. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) haptics kinked in the eye. The kinked haptics were noticed once the lens was in the patient¿s right eye. The doctor explained that the haptics kinked because the technician loaded it incorrectly. The lens looked ok prior to loading it. The capsule tore and an unplanned vitrectomy was performed. The lens was removed and another iol of the same model and diopter was implanted in the sulcus. No further information was provided.

Manufacturer narrative:
Section a4, patient weight: information unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6, health effect - impact code: 4625 used to capture the unplanned vitrectomy. Attempts have been made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.